Event description:
It was reported that the patient had an elective ipg replacement. During the procedure, the impedances on the leads were within normal limits. In pacu, the impedances were high on a lead. It was noted that the channel was slightly out of alignment and the extension didn't line up with the channels in the port on the ipg and patient was taken back to surgery to fix this issue. Post-op therapy was restored. It is unknown which lead caused the issue.

Manufacturer narrative:
The allegation is against 1 of 4 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3166, UDI: (B)(4), serial: (B)(6), batch: 8362803. Common device name: octrode lead kit, 60cm length, model: 3166, UDI: (B)(4), serial: (B)(6), batch: 8362803. Common device name: octrode lead kit, 60cm length, model: 3166, UDI: (B)(4), serial: (B)(6), batch: 8362803. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.